Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify compromised force sensor system alarm due to detached end cap. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 529 mg/dl. The customer's blood glucose was 293 mg/dl in the morning. The customer treated with insulin pump. The customer also reported no delivery alarm. The customer stated that the drive support cap was loose. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.